Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. A pusher wire, and the coil was returned. The coil was inspected and was found cut in two pieces, stretched, kinked and with interlock arm broken off. Also, residues of blood were found. The pusher wire was inspected and was found kinked and stretched. The coil zap tip was inspected and no damage was noted. The interlocking arm of the coil was found broken off. The interlocking arm of the pusher wire was inspected and no anomaly was noted. The dimensions that could be measured were found to be in specification. Distal solder joint outer diameter (od) was found damaged due to the stretched wire. Fiber bundles were missing due to the stretched coil. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-dec-2016. It was reported that the coil failed to detach. The target lesion was located in the profunda femoris artery. A 3mm x 12cm interlock¿ was selected for use. During procedure, it was noted that the coil would not detach from the pusher wire. The device was removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. However, device analysis revealed missing fiber bundles due to stretched coil.